Event description:
Reportedly, upon interrogation on (B)(4) 2012 (device still in tis sterile box), battery impedance was measured at 3.48 kohm, but magnet rate was 96 min-1. Next day, in the morning, the same data were obtained. At the end of the day, battery impedance was measured at 1.42 kohm, and magnet rate was 96 min-1. An analysis is required to explain the inconsistency between magnet rate and battery impedance while it was measured greater than 3 kohms. It should be noted before (B)(4) 2012, the device was most probably exposed to cold temperatures.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.